Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device therapy cable will not lock in place (connect). In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.